Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 181 mg/dl. The customer stated that the device was not exposed to strong magnetic fieldi. The customer was advised to change complete set. The customer was asked to deliver a 5 unit via fill cannula. The customer stated motor error occured one time in the last 30 days. The customer did not received an e70 alarm. The customer stated the drive support cap appears normal. The customer was advised to return the product for analysis.